Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed stopper with the incident lot was observed. The most likely root cause for this defect, is misalignment between the barrel and plunger at insertion. Normally, this would result in the plunger dropping off, but in this case, it appears to have been forced into place, resulting in the plug becoming squashed and deformed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd a-line¿ there was deformed plunger (rubber stopper) the following information was provided by the initial reporter: translated to english. The customer stated: "that the stopper was damaged (deformed)."